Event description:
It was reported to boston scientific corporation that an uphold was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant nonsurgical treatments: on (B)(6) 2021 the patient commenced incontinence medication: oxybutynin hydrochloride for the treatment of: to treat symptoms of urinary urgency and urinary frequency by relaxing muscles of my bladder. Treatment duration: ongoing. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: build a barrier to stop mesh causing bleeding. Treatment duration: ongoing.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.